Event description:
It was reported that "during the process of counterpulsation, blood was found in the helium tubing, and the tube was removed immediately. It was found that the central lumen of the catheter was crack, it was judge that the balloon was ruptured. As a result, a new catheter was used". Patient condition unknown at time of report. Additional information has been requested to customer. No additional information received at this time.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is confirmed. The sample was returned for investigation. The lot number reported on the complaint report does not match the lot number for the returned sample. The lot number for the returned sample is 18f21d0012. No serial number was reported. The serial number of the returned sample is dl10161. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. It was stated by the teleflex representative that "the customer said maybe there is information transfer error" regarding the batch number from the initial report. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow plastic bag. Returned with the sample and connected to the iabc short driveline tubing was the supplied 40cc inflation driveline tubing; dried blood was noted within the inflation driveline tubing. Upon return, the peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 6.0cm from the iabc distal tip. Which caused blood to enter the helium pathway. Dried blood was noted on the exterior surfaces of the returned sample. A dried yellow media was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0063in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. The returned iabc bladder membrane was fully intact, with no leaks noted. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "during the process of counterpulsation, blood was found in the helium tubing, and the tube was removed immediately. It was found that the central lumen of the catheter was crack, it was judge that the balloon was ruptured. As a result, a new catheter was used". Patient condition unknown at time of report. Additional information has been requested to customer. No additional information received at this time.